Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with post coronary artery bypass grafting (CABG), the console generated a sensor failure alarm while preparing to turn the patient. The customer attempted to plug and unplug the fiber optic cable. The central lumen was capped off so the customer switched to radial artery for pressure source. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. One kink was found on the catheter tubing approximately 73.7cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 75.9cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with post coronary artery bypass grafting (CABG), the console generated a sensor failure alarm while preparing to turn the patient. The customer attempted to plug and unplug the fiber optic cable. The central lumen was capped off so the customer switched to radial artery for pressure source. There was no reported injury to the patient.